Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. A device reset was performed to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. The device was not in patient use when the reported event occurred.